Manufacturer narrative:
Physio-control evaluated the customers device and verified the nipb pump was constantly running. Physio replaced the device's nibp module to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control determined the likely cause of the unexpected shutdown was a faulty nibp module.

Event description:
The customer contacted physio-control to report that their device nibp pump runs constantly and shuts off when battery 2 goes low. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.